Event description:
It was reported that the device was used during an unknown procedure. It was reported that the device would not staple. Another device was used to complete the case. Unknown consequence to the pt.